Event description:
Multiple instances of cracks in the syringes barrels of 30ml and 20ml syringes. Syringes were filled with medication and checked by a pharmacist in the pharmacy with no observable damage to syringes. Cracks occurred in transport to pts; syringes had been refrigerated for several hours. This has only recently been a problem, even though we have used becton dickinson syringes for several years. Dates of use: (B)(6) 2014. Diagnosis or reason for use: dispense prescribed injectable antibiotics to pts.